Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported injecting a patient in the medial neck with 9 ml of skinvive¿ by juvéderm® the patient experienced a severe solar elastosis/skin laxity over several months. Initially the patient saw great improvement to their skin quality, however they now have multiple nodules where the product seems to have migrated to one area. The patient was treated with hyaluronidase 2x¿s, and the first treatment they saw little to no change, but the 2nd treatment showed more marked improvement to the nodules.